Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. The suction tube was cut from the base. Under magnification it was observed that the active tip had a burnt manifold between the 10 o'clock to 3 o'clock position. This type of failure could result in the reported error code output short. This complaint is confirmed. No functional testing was conducted to avoid damaging test equipment. Additionally, the manifold surrounding the face-plate was cracked. Possible root cause for the crack found on the ceramic could not be determined. A portion of the manifold was missing, which could've been burnt off during the manifold failure. The supplier completed a CAPA investigation to address the melted manifold failure. The likely root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. The DHR review indicated that the devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. This lot of product was manufactured after implementation of the CAPA corrective actions. Although the CAPA is now closed, the measures implemented into the manufacturing process were only to reduce the level of occurrence to an acceptable level and not completely eradicate the likelihood of this failure mode happening. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the customer that during a shoulder arthroscopy surgical procedure for subcromial decompression, it was observed that the vapr s90 4.0mm w/integr hdp wand device was repeatedly "shorting out". During in-house engineering evaluation, it was determined that the active tip on the device had a burnt manifold between the 10 o'clock to 3 o'clock position. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.